Event description:
It was reported that during a da vinci uretero-vesicale procedure, the customer noted that large needle driver instrument opening of the needle driver without command. Recovery of the needle per operative. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. No parts replaced. The instrument passed all functional tests on an instrument performance tester (ipt). No other damage was found. Based on the information provided, this complaint is being reported due to the following conclusions: the large needle driver instrument allegedly opening without command. Recovery of the needle per operative. The fragment was retrieved laparoscopically during the same procedure.